Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number c18717). Physician reported that did not feel comfortable after deployment of the essure because the coils were all tangled up and she saw a piece of metal protruding out of the tubal ostias. Doctor removed the insert and could not place another device/bilateral placement was not achieved. No injury occurred. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 07/07/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c18717 (production date 05-feb-2014 and expiration date 28-feb-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of the complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and after deployment, the physician saw a piece of metal protruding out of the tubal ostias. This event, seen as device breakage, is non-serious and listed according to technical investigation. During difficult insertions or removals, essure device breakage may occur. In this case, after deployment of essure micro-insert, the coils were all tangled up and she saw a piece of metal protruding out of the tubal ostias. Physician removed the insert and could not place another one (bilateral placement not achieved). Considering the reported event has occurred associated to insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up from 03-aug-2015: patient's weight and height were provided. Hysteroscopic was used to removed coils. Patient recovered from event. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and after deployment, the physician saw a piece of metal protruding out of the tubal ostias. This event, seen as device breakage, is non-serious and listed according to technical investigation. During difficult insertions or removals, essure device breakage may occur. In this case, after deployment of essure micro-insert, the coils were all tangled up and she saw a piece of metal protruding out of the tubal ostias. Physician removed the insert via hysteroscopic and could not place another one (bilateral placement not achieved). Considering the reported event has occurred associated to insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.